Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d10; g3; h2; h4; h6 and h11. Corrected field: b5. The error e302 that was initially reported was a non-reportable malfunction. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. From the cv-190 there were no cables connected to serial digital interface (sdi) out 1 or 2. The customer got a cable and were able to connect and got it synced. Troubleshooting was able to resolve the reported allegation and was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had no image and e302 error code. There were no reports of patient harm.